Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 01/28/2010.

Event description:
Patient reported pain in her right breast.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported pain in her right breast. Device has been explanted.